Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a trial procedure on (B)(6) 2011 and received two percutaneous leads (from the same lot). It was reported the pt had fallen and felt the leads may have pulled. Since the fall he had been unable to attain the stimulation he had prior. Prior to the trial leads being removed he was still unable to receive adequate coverage. No further info is available at this time.